Event description:
Boston scientific received information that this transvenous right atrial (ra) lead exhibited non-capture in both the unipolar and bipolar settings. At the previous check a month prior, outputs had been increased to 6.5v@1.0ms. Impedance had notably decreased from 530 ohms to 430 ohms within a month's time; sensing was >1.5mv as sensitivity was set to 0.25mv. The patient experienced occasional shortness of breath when atrioventricular synchrony was lost. The patient paces 16% in the atrium. It was also noted that the patient experienced pocket stimulation once in a while in the unipolar setting. The device was left programmed at vvi 50 (had been programmed ddd 50 to 130 before). After multiple unsuccessful attempts within the same procedure to re-position this lead, this ra lead was removed from service. This lead has not yet been returned to boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.